Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. The customer was unable to clear the alarm. The customer's blood glucose was not impacted and was to use an alternate backup method to manage diabetes.